Event description:
False negative result (s). My son and I used these tests when we were exposed to covid. Always negative, even though we had symptoms and everyone around us was positive. Took two other brand tests and we were positive. I will never use these again. I hope cvs gives an option of a different brand when covered by insurance.